Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
The final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. Only the capsule was returned and the trocar needle was not advanced.